Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2016-00858. It was reported the patient experienced a fall and since then her scs stimulation has become uncomfortable. Also, some of the programs were auto-reducing. X-ray taken showed both of the patient's scs leads had migrated. Surgical intervention is planned for a later date to address the issue.